Event description:
It was reported that a spectrum wireless module had battery err/improper shutdown during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of 'battery error/improper shutdown was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.